Manufacturer narrative:
Implanted date: unknown due to unknown date of event. Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the involved angio-seal was correctly deployed, and the site was bleeding after deployment. Manual pressure was held. The patient was in stable condition and the procedure was completed successfully. There was no patient injury, medical/surgical intervention required. Additional information was received on 21apr2020. The type of procedure performed was a coronary angio. Additional information was received on 27apr2020. There was minimal blood loss. Manual pressure was held with no problem. A 6fr sheath was used and the wire provided.

Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no return of the actual device, the exact cause of the reported event cannot be definitively determined based on the available information.